Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a burning and pulsing sensation regardless of stimulation for the last two weeks. The site was not red or hot to the touch. The patient did not have any recent falls or trauma. The patient underwent surgery where the ipg was explanted. A different model ipg was placed in a new pocket at different site. Follow up on (B)(6) 2017 revealed the patient's issue was resolved.